Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 500ml of cytarabine had just been hung and 15 minutes into the infusion a leak was noted at the site where the spin collar of the IV tubing was connected to the texium adapter. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.